Event description:
It was reported that during a laparoscopic lobectomy procedure, when the device was used on the pulmonary vein, it had difficulty in firing at the second firing. Although the device could clamp, the knife did not move forward and the firing trigger could not be grasped. The release button was used to open the jaw, and it was found that one staple was deployed and the tissue was not cut. Then another new device was used, but doctor felt the same difficulty in the firing. When another new device was used, the device was fired over existing staple line. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. (B) (6).